Event description:
After registering my philips respironics CPAP on (B)(6) 2021, I discontinued using the device. Less than two weeks later I experienced a stroke to my left optic nerve. The neuro-ophthalmologist that I saw attributes the optic nerve stroke to not using the CPAP and has requested I go back on the CPAP. It has been over seven months since I registered for a new replacement CPAP with philips. Numerous calls and filing "escalation forms" have yielded no results to get a new device. Friends who registered after me have received new replacements. The philips phone line can provide me with no updates for when I will receive a new device. Besides listing the medical implication stated above, I would like someone from the FDA to contact me regarding the status of philips recall and how I may get information to obtain a new machine. FDA safety report ID# (B)(4).